Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had a revision due to the device no longer working. There were no patient complications.

Manufacturer narrative:
Block a3a updated.

Event description:
It was reported, that the patient with this artificial urinary sphincter (aus) had a revision, due to the device no longer working. There were no patient complications.